Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement and stent damage were confirmed. Follow-up information confirmed the damages noted to the stent occurred during retraction of the device in the anatomy. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience alpine stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The investigation determined the difficulties to be related to interactions with the heavily calcified anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis revealed the stent implant was stretched.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified proximal left anterior descending (lad) artery. The lesion was heavily calcified so it took several attempts with an unspecified balloon catheter to pre-dilate the lesion. A xience alpine stent was deployed successfully. There was still part of the lesion distal to the xience alpine that needed to be treated. An attempt was made to use the same balloon as previously used for pre-dilatation, but it could not cross, so a smaller balloon was used. There was resistance felt when advancing a 3.0 x 28 mm xience alpine stent delivery system due to the heavy calcification and the stent implant partially dislodged from the balloon. The delivery system with the stent were pulled back into the guiding catheter and the devices were removed as a single unit. The procedure was completed at this time without treating distal to the alpine stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.